Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that 9 suresigns vm4 vital signs monitors have switched off by themselves. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.